Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that implant battery was depleting and the issue began about 2 weeks ago. Pt notified medtronic representative george of the issue on friday. Pt confirmed they were having charging duration issues; pt noted their controller would be at 100% when charging their implant and once the implant was at 70% to 80% their controller would be down to 30%. Pt also confirmed it was taking longer to charge their implant and originally it didn't do this.  Pt reported they were experiencing vibrations when laying down and ps did not collect event date so ps made an outbound call for pt to call patient services back. Pt stated they would turn their stimulator way down at nighttime so their body didn't vibrate. Pt's representative george told the pt to turn their stimulator down because when the pt laid down their leads would get closer to the implant. George advised the pt to turn the stimulator down and not turn the stimulator off. The patient was redirected to their healthcare provider to further address the issue. Ps advised pt to connect with a representative for reprogramming/readjustment. Pt noted they had a doctor's appointment today with their hcp and the representative would not respond to the pt's calls. Pt's hcp requested for the pt to have a representative present for their appointment.